Event description:
It was reported that during surgery, the air hose rubber connection was loose when they went to use it with air spurting through the gap above the burr right above the knee joint. The burr wasn¿t working/turning due to the leak and sterility was compromised. There was no patient harm. There was a 5-minute surgical delay. Due diligence is complete, no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in new zealand. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.